Event description:
The ge oec 9600 fluoroscopy system would not display an image.

Manufacturer narrative:
A ge oec svc rep made a phone response and found that the system was changed to the manual mode and locked the technique, which was inadequate for the procedure. User unfamiliar with system operation. No negative pt effect was caused by this malfunction. A reboot had corrected the issue, negligible time delay. The facility was unable or would not provide any pt info with respect to this issue.